Manufacturer narrative:
/If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that sometimes when laying down at night, they feel like the battery was burning them or something. They noticed this right after they were implanted; the next day after implant and that it had happened a couple of night this week. It was like a burning or stinging sensation. The patient was redirected to their healthcare provider to further address the issue.